Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm and frozen screen noted during testing. Device passed displacement test, self test and unexpected restart error test. No unexpected restart error noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and then unexpected restart and the alarm could not be cleared. Blood glucose value is unknown. During troubleshooting, the customer confirmed the screen was frozen as the time did not advance. It was advised to discontinue use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.